Event description:
Customer's family member called to report the pump's driver block was moving freely across the leadscrew in the locked position. Device was not dropped, bumped, or exposed to moisture.